Event description:
Additional information was received on 23dec2024: manual compression was performed to make hemostasis, and the patient was stable. The procedure was successful. There was no stenosis, plaque, calcium present around the insertion site. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The dilator was kinked during inserting that the location was not completed. A pre-deployment angiogram was performed. The procedure performed patient prior to use of the angio-seal was an angiography using a 7 french sheath.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, and provide the device return date in section d9.

Manufacturer narrative:
. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the middle part of the dilator was found bent and could not successfully stop bleeding. The physician finally performed hemostasis by manual compression. There was no blood loss. The reported event did not result in patient injury or require surgical intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned device included the header bag, foil pouch, hemostasis sheath, carrier tube and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned partially mated but were not fully connected. A kink was noted on the sheath tubing, carrier tubing and at the blood inlet hole of the locator. The complaint was confirmed for a kinked carrier tube and hemostasis sheath. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the carrier tube and hemostasis sheath during device assembly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).